Event description:
It was reported that during a diagnostic lap with a possible bso procedure, the device produced an incomplete staple line. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.